Event description:
The patient underwent bilateral breast augmentation with lift surgery in 2003 and was reported to be well. Patient presented 6 days later with an infectious process. Cultures taken were negative. Patiet was continued on post-op antibiotics. Patient returned 1 week later with grayed/blakened areolas. The next day patient had black areolas that were oozing fluid. Two days later, half of each breast was open and the areolas are gone. Physician reports that the event appears superficial and not to the level of the implant. The patient continues on IV antibiotics via PICC line. Physician opines that an inflammatory response to the suture occurred in the wound and that the wound area then became infected with skin flora.